Event description:
It was reported that there was a removal of a gamma nail due to nail breaking.

Manufacturer narrative:
Evaluation summary: the review of manufacturing documents revealed no deviation in the manufacturing process. As no item was returned no physical examination could be carried out. General aspects: the affected implant is a temporary implant which inevitably will be subject of a fatigue fracture if the biomechanical stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage as noted in the labelling of the product. Usually a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, product damage. Generally the risk of a breakage will increase with the increase of load cycles and load level. Nail breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behavior and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors a nail breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. In this case, referring to received information, the nail broke after an implantation period of approx. 3 years and 2 months. After such period it can be suggested that it broke in a fatigue fracture. Fatigue occurs when a material is subjected to repeated loading and unloading. If the loads are above a certain threshold (microscopic) cracks will begin to form at the surface. A requirement for successful treatment with an intramedullary nail is that bone healing develops in a sufficient manner that the implant is relieved by load sharing / load transmission over the bone. Otherwise the implant may be subject to a fatigue fracture. In this case a non-union of the bone had been confirmed. As the nail was not available it could not be determined if the nail had been damaged intra operatively. With available information no further technical statement is possible. As to missing medical records no medical statement is possible. Based on presented information and referring to the fact that no deviation was found during review of manufacturing documents a deficiency of the nail can be excluded. The file will be closed formally and will be reopened when substantive information or the item becomes available.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device not returned.

Event description:
It was reported that there was a removal of a gamma nail due to nail breaking.